Manufacturer narrative:
The insulin pump had an unresponsive act button due to a flattened dome switch. The reset error test could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked case at the reservoir tube window corners, a broken reservoir tube lip and a corroded battery tube.

Event description:
It was reported that the insulin pump alarmed unexpected restart and had a stuck act button shortly thereafter. The caller did not know the blood glucose reading. The caller did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.